Manufacturer narrative:
Two solenoid valves were returned to the failure investigation laboratory for failure analysis. The complaint was not verified. There was no fault found. Upon further review, the reported issue has been deemed not reportable as the reported device issue occurred during power on test, documented in the diagnostic report and the device was not put into patient use, and does not present a potential risk of patient harm or injury. Based on this information, this complaint no longer meets regulatory reporting criteria.

Manufacturer narrative:
The device was evaluated by the customer and a philips field service engineer (fse). The fse reported that the problem was intermittent. The fse replaced solenoids 2 and 4 on the gas delivery assembly. Lastly, the unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Patient or user involvement information is unknown and was requested from the customer. The customer did not respond. It had been previously reported that the device was not in use when the issue was found, however, the exact context of when the issue was found is unknown. There was no patient or user harm was reported.

Event description:
The customer reported a ventilator a machine pressure sensor autozero failure. Patient involvement information is unknown but has been requested. No patient or user harm was reported. The device was evaluated by the customer and a philips remote service engineer (rse). Further information regarding repair has been requested from the customer. No response has been received at this time.